Event description:
It was reported that the patient had ineffective stimulation. Reprogramming attempts have not resolved the issue. As a result, surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.